Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed the top and bottom cases are damaged. The functional evaluation found that the device could not maintain pressure, establishing a relationship between the device and the reported event. The root cause identified as a vacuum motor and the mainboard are defective. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to control negative pressure and generates alarms due to the vacuum motor and mainboard are defective. No patient was involved because this was found during service and repair.